Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button would not turn on when pressed. Reportedly, the customer had to press the wake button for approximately three seconds before the pump screen turned on. During troubleshooting with tandem technical support, the customer confirmed that the wake button functioned normally, and the issue was resolved. The customer's blood glucose level was 172 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.